Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The unspecified target lesion was tortuous and has a lot of calcium. A 2.00mmx12mm emerge monorail balloon catheter was selected to predilate the lesion. However, the device was unable to cross the lesion. A smaller 1.20mmx8mm emerge¿ push balloon catheter was advanced for dilatation. The physician pushed the shaft of the device very hardly. However, the shaft kinked and broke in the proximal hypotube section that is outside the patient's body. The physician removed the remaining balloon in a normal fashion and did not try to go any further because nothing would cross. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. There was blood in the wire lumen. The balloon was tightly folded. The hypotube shaft was completely separated 24cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The unspecified target lesion was tortuous and has a lot of calcium. A 2.00mmx12mm emerge monorail balloon catheter was selected to predilate the lesion. However, the device was unable to cross the lesion. A smaller 1.20mmx8mm emerge¿ push balloon catheter was advanced for dilatation. The physician pushed the shaft of the device very hardly. However, the shaft kinked and broke in the proximal hypotube section that is outside the patient's body. The physician removed the remaining balloon in a normal fashion and did not try to go any further because nothing would cross. No patient complications were reported and the patient¿s status was stable.